Event description:
The consumer was walking in the bedroom and tripped, allegedly cutting herself on the lid of the commode. The consumer went to the ER and her leg was allegedly wrapped because part of the skin flap was too thin to suture. The consumer allegedly had a physician and nurse make house calls to treat alleged injury.

Manufacturer narrative:
No RMA has been issued for the return of this device. For remediation an RMA (B)(4) was issued to send the consumer a new replacement commode. Model 9630-4 serial number (B)(4) is approximately 1 year old. User manual part number 1148075 rev b (jul-08) was issued with this device. It is unknown if the consumer has fully read and understands the users manual. On page 1 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owners' manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." On (B)(6) the consumer cut her leg on the commode. She was recently released from the nursing home and was heavily medicated. The consumer fell asleep and was sleep walking. The consumer fell against the lid of the commode and allegedly cut herself. The cut was 5"x7"x7". The cut was deep. She went to the emergency room and received attention. The consumer has edema in her legs. She was taking lasik and is diabetic. The incident required her to be put on bed rest for some time. On page 1 the following warning is provided: "users with limited physical capabilities should be supervised or assisted when using the commode."